Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013280861; product type: ; implant date: not-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr) in that it was 3-millimeters (mm) from the aortic annulus. It was then identified that left bundle branch block (lbbb) was present. Subsequently, the valve was positioned slightly more shallow in relation to the aortic annulus. After repositioning, the patient's lbbb still persisted. The attending physician then decided to fully implant the valve. Before completing the procedure, temporary pacing was removed. A permanent pacemaker was not implanted to treat the lbbb. Per the physician, the dcs did not cause or contribute to the lbbb. On the same day as the implant procedure, a cerebral infarction occurred.